Event description:
Caller reported malfunction on pump with specific code. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for replacement pump with updated software and provided instructions for returning problematic pump. Customer acknowledged guidance and agreed to use current pump until replacement arrives.